Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted scratches on the case and header. Communication to the cardiac resynchronization therapy pacemaker could not be established via the latitude programmer or frrp. There was no pacing signal observed on the oscilloscope. There was no memory dump, no tsr, and no latitude data available. The cardiac resynchronization therapy pacemaker was cut open and internal visual inspection looked normal. Battery was removed and external power was applied to the hybrid. The current drain measured normal and battery lab results found depleted cell with no battery-related failure determined. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced a syncopal episode upon interrogation attempt. The patient was afterwards fine with a bradycardia heart rhythm. The device had been implanted more than 9 years and evaluation by remote monitoring was not possible. At this time the crt-p has been explanted with a normal battery depletion (nbd) comment and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) experienced a syncopal episode upon interrogation attempt. The patient was afterwards fine with a bradycardia heart rhythm. The device had been implanted more than 9 years and evaluation by remote monitoring was not possible. At this time the crt-p has been explanted with a normal battery depletion (nbd) comment. No additional adverse patient effects were reported.